Event description:
It was reported that during a hand assisted laparoscopic sigmoid procedure the device broke completely around outer most ring after reinsufflation. There was no pt consequences. A similar device was used to complete the case. The device is being returned.